Event description:
It was reported that the customer had absence of no delivery alarm on the insulin pump. The customer's blood glucose level was 499 mg/dl. The customer was advised to change site, then changed everything with new cartridge and treated with insulin pump. The customer was assisted in performing high pressure test. The customer states the insulin pump did alarmed. The customer was assisted in resetting fixed prime to the correct amount. The customer was advised to monitor the insulin pump and call if a problem recurs. The troubleshooting determined that the insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.